Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The patient has alleged he has had inflamed lungs and has been treated for it. The patient has asthma, and it has gotten worse. He is using his inhalers more frequently. In addition, there were reports of lightheadedness, dizziness, headaches, coughing, chest pressure, irritation of the eyes, respiratory issues, and vomiting, hypersensitivity. No other clinical information or medical interventions were reported. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The patient has alleged he has had inflamed lungs and has been treated for it. The patient has asthma, and it has gotten worse. He is using his inhalers more frequently. In addition, there were reports of lightheadedness, dizziness, headaches, coughing, chest pressure, irritation of the eyes, respiratory issues, and vomiting, hypersensitivity. No other clinical information or medical interventions were reported. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed unknown dust/dirt contamination present on all surfaces of the base unit and at the air inlet where the filter would be and at the iso port entrance, unknown debris in the tracks of the ui panel, unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed in the base unit and was not able to confirm the complaint or address the symptoms specified. Section e1 and g2 is updated (previously captured wrong).